Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was over 600 mg/dl. The customer attempted to lower the bg with insulin injections and with 2 infusion set site changes. The customer was hospitalized for diabetic ketoacidosis (dka). The ketones were described as being dangerous. The customer was treated with an insulin drip and subcutaneous insulin. The contact and customer thought that the high bg was due to the pump not functioning properly; no specific details were provided. One of the non-tandem cannulas used during the high bg, was found to be bent. The customer was discharged on (B)(6) 2017 and had reverted to using insulin pens to manage diabetes.